Event description:
Home pt (hp) reports incomplete prime of the pt line of the homechoice set. Hp reportedly was able to reprime line and complete treatment with assistance from baxter technician. No pt injury or medical intervention required per hp.